Event description:
It was reported that an alarm was heard (B)(6) 2011 and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring. The alarm was due to a zero ml reservoir volume had been reached because of a missed pump refill. There were no patient symptoms or adverse effects reported as a result of the patient's missed refill. The hcp reported that the patient was unclear on who she needed to follow up with following pump implant. The medication administered via the pump was lioresal (concentration 500mcg/ml; daily dose 99.92mcg/day).

Manufacturer narrative:
(B)(4).